Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01000. It was further reported that the issue was noted during platforming, outside the patient. The rpm was also decreased using the knob on the console but with no result. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-01000. It was reported that the rpm display read 330 000 and was unable to be adjusted. A rotablator console and a dynaglide foot pedal were selected for use. During the procedure, after setting up the console, the foot pedal was pushed and the screen showed the rpms at 330 000. Adjustment of rotation was attempted but it was unsuccessful. Then, the system was placed on dynaglide mode but there was no significant change in the rpm number. The procedure was competed without the rotablator. No patient complications were reported.